Event description:
It was reported that during port placement procedure on chest wall via right internal jugular vein, x ray demonstrated that the catheter allegedly floated to the subclavian vein. It could not be sent to the precaval despite multiple adjustment. It was further reported that port was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record ¿review is not required. Investigation summary: the sample was not returned for evaluation. One medical image was provided for review. The investigation is confirmed for the reported migration issue as the port catheter tip is flipped back away from its desired location near the cavoatrial junction and pointed towards the periphery of the patient in the provided image. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during port placement procedure on chest wall via right internal jugular vein, x ray demonstrated that the catheter allegedly floated to the subclavian vein. It could not be sent to the precaval despite multiple adjustment. It was further reported that port was removed. The procedure was completed using another device. There was no reported patient injury.